Manufacturer narrative:
The investigation for the vascular damage has been completed. No product was returned and logs are not applicable. There was severe bleeding after the patient sat up during the procedure. Physician noted that the patient should have been better sedated. The root cause of the vascular damage was most likely use-related. Corrections to the initial MFR report: g1 MDR reporting contact email.

Event description:
The us complainant had placed a cp to support a patient admitted in a non-st elevated myocardial infarction. The pump was placed, and the percutaneous coronary intervention was accomplished, but the patient became agitated and sat upright on the table and caused hematoma. The bleed was treated by perclose that failed, then the staff tried contralateral ballooning. The patient was unable to recover and expired with the vascular damage. The angiogram had shown a tear in the left femoral artery.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings, section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves, ¿to reduce the risk of cardiac or vascular injury (including perforation) when, manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿